Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in leaked it was reported by customer that the catheter was leaking from. The IV catheter was placed and flushed. Once the IV began to infuse it was realized that fluid was leaking from the tubing extension at the y-site (arrow indicates leaking area). Verbatim: I attached a picture below. I thought this would be the easiest way to explain where the catheter was leaking from. The IV catheter was placed and flushed. Once the IV began to infuse it was realized that fluid was leaking from the tubing extension at the y-site (arrow indicates leaking area).

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 opened physical sample submitted for evaluation. The reported issue of leakage was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that the reported defect was not observed with a visual inspection as well as the evaluation by leak test. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.